Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly displayed alert 38, prompting multiple restarts and a manual restart, after which the alert recurred and a replacement ilet was arranged; the user reported elevated blood glucose with a highest value of 207 mg/dl and used backup therapy consisting of short-acting and long-acting insulin while the original device was shut down. Symptoms included hyperglycemia. Outcomes included temporary interruption of ilet therapy and device replacement with continued diabetes management via backup insulin. Investigation included customer troubleshooting, manual restart, and remote technical review associated with an alarm/malfunction and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.